Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 810:11 on channel a was discovered and confirmed in the pump's event history by a baxter service technician. This failure code was not duplicated. The root cause was determined to be a defective pump head module (phm). The phm was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11 on channel a. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.